Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The technician found the ground pin broken from the cord. The technician replaced the power cord to repair the bed.